Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: ng, inratio: 0.7, lab: 3.2 (drawn 2 days later); date: ng, inratio: 1.0, lab: 2.2. A fingerstick was not performed; blood for inratio was taken off the end of venipuncture needle. Training and further testing was recommended.

Manufacturer narrative:
Investigation pending.